Event description:
Litigation papers allege: in (B)(6) 2007, pt was implanted with a depuy asr hip on his left side. The acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from pt's acetabulum, caused severe pain, inhibited pt's ability to walk, and required a revision surgery. The left hip implant was revised in (B)(6) 2010.

Event description:
Update: (B)(4) 2012 - supplemental information received. Part/lot have been updated. Date of implantation and revision were also provided and updated.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 4/17/2013- ppd and medical records. Received. After review of the medical records for MDR reportability, the revision operative note indicated pain. The stem was also removed for pain so it being reported. There is no new additional information that would affect the existing MDR decision.